Manufacturer narrative:
The demonstration sdu had been requested back for an investigation. Upon the product's return and investigation a follow report will be filed. The demonstration kits distributed to csms should not have sharps or sensors in the sensor delivery units. The demonstration units are not intended for human use and are not in sterile packaging. Demonstration units are not intended to be used on humans as artificial skin is provided for demonstration purposes. A second complaint was received, and the demonstration unit was returned. The investigation confirmed the presence of a sharp in the inserter. Subsequent to this event, adc has reviewed all demonstration inserter units in inventory to confirm sharps have been removed from the units.

Event description:
An adc clinical science mgr (csm) was at a site conducting a freestyle navigator training session with multiple attendees. One attendee picked up a demonstration sensor delivery unit (sdu) and attempted to demonstrate the use of the sdu on himself. He pressed the button, which punctured through his lab coat, his shirt and into his arm. There was no sensor in the device as it was for demonstration purposes only. Csms are given demonstration kits for training purposes with sdus that contain an inserter without a sharp or a sensor. The person who was punctured is a physician and reported to customer svc that he was fine and sought no medical treatment for the puncture.